Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m01321.

Manufacturer narrative:
On (B)(4) 2013, an immucor field service engineer performed the unexpected reaction checklist on the echo. Acceptable results were obtained with the group and screen, and qc. The patients sample was tested and negative results were again obtained. The customer was asked to prewarm the sample to determine if the lua and e were igm antibodies. No additional sample was available for investigation. The customer was made aware of the limitation in the package insert pertaining to capture and igm antibodies which states that no one test method is capable of detecting all antibodies. Capture is for the detection of igg antibodies. The instrument is operating within specifications.